Manufacturer narrative:
Operator of device is the patient/consumer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a no disposable alarm on pump when used. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned we will reopen this complaint for further investigation., corrected data: d4: correction: device expiration date: 01-feb-2027. H4: correction: device manufacturing date: 22-feb-2022.